Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element plus drug-eluting stent was advanced but failed to reach the position. However, during repeated attempts, the stent strut was lifted up and damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the 98% stenosed target lesion was located in the non-tortuous and non-calcified mid left circumflex artery. The patient's status was stable.

Manufacturer narrative:
B5. Describe event or problem- updated. E.1 initial reporter title initial reporter first name, initial reporter last name, initial reporter phone, and e.3 occupation - corrected. E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element plus drug-eluting stent was advanced but failed to reach the position. However, during repeated attempts, the stent strut was lifted up and damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.